Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 9oct2018. The manufacturer¿s field service engineer (fse) confirmed the reported dark screen issue and noted one of the connections seemed to be loose or unconnected. The fse reconnected the connection, tested the unit and returned the unit to service.

Event description:
The manufacturer's field service engineer (fse) noted that the display was dark. There was no patient involvement. The event date was not specified; estimate used.